Event description:
The customer reported that both of the monitors displayed lines and unusable images. This issue would prevent the live image from being viewed and result in a loss of sys functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The display adaptor boar was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.